Event description:
It was reported that during a procedure approximately one (1) month ago, a glenosphere/taper impactor tip fractured outside of the patient. The proper surgical technique was used, and no patient consequences have been reported due to the malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the impactor pad has fractured. However, as the product has not returned, further analysis could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.